Event description:
It was reported that the patient received an inappropriate shock while lying on the couch for an episode of supra ventricular tachycardia (svt) that was detected by the extravascular implantable cardioverter defibrillator (ev-ICD) as ventricular fibrillation (vf). It was noted that there were two svt-wavelet episodes following by a vf episode. The wavelet match scores were fine initially, but eventually decreased resulting in vf detection and inappropriate therapy. In addition, it was noted that the extravascular (ev) lead triggered an alert for oversensing of noise approximately two months prior. The ev-ICD and ev lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 ev-ICD medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.